Manufacturer narrative:
Per the perfusionist, the ccu had lines through the flow numbers. She continued to use the unit despite the issues as the unit still displayed the correct numbers. The field service representative (fsr) could not verify the scrambling on the ccu display screen, the ccu worked properly when tested. He replaced the ccu display assembly as a precaution then checked the centrifugal pump calibrations and operation. The unit operated to the manufacturer¿s specifications.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the centrifugal controller unit (ccu) screen had a scrambled display. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the small display assembly to function as intended when connected to a lab use only (luo) roller pump. The display was powered on for 4.5 hours with no observations of a scrambled screen. There were no observed anomalies during microscopic examination.

Manufacturer narrative:
The reported complaint was not confirmed. Per data log review: on 10sep2021 there was no indication of a problem in the log file. For a scrambled display, normally there is no indication in the log. The complaint cannot be confirmed from the log. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.